Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there are no reported allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture generated growth of staphylococcus which is an organism normally found on human skin. Staphylococcus peritonitis is often associated with a breach in aseptic technique/touch contamination during the pd exchange. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined. However, this event may have been associated with a breach in aseptic technique, as reported by the patient¿s pd nurse. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. The patient was hospitalized (on (B)(6) 2022) with peritonitis. The patient¿s pd nurse provided that the patient was experiencing symptoms of fever and abdominal pain. The patient was seen in the outpatient pd clinic on (B)(6) 2022 and the patient¿s pd effluent was cloudy with observable fibrin (which is known to cause drain complications in pd treatments). The nurse stated no more than 10 cc pd fluid could be aspirated (from the pd catheter).as a result, the patient was sent to the emergency room (ER) and was admitted to the hospital. While hospitalized, the patient had a pd culture obtained (on (B)(6) 2022) which had an elevated white blood cell (wbc) count and growth of the bacteria staphylococcus capitus. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the patient was transitioned to hemodialysis (date unknown) and underwent removal of the pd catheter (not a fresenius product) r on (B)(6) 2022. Per the nurse, during this hospitalization a mass on the patient¿s colon was discovered and the patient remained hospitalized at the time follow-up was conducted. The patient was reportedly recovering from the peritonitis event. The nurse stated the exact cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse stated the event is suspected to be associated with a breach in aseptic technique (a well-documented cause for peritonitis in pd patients).

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. The patient was hospitalized (on (B)(6) 2022) with peritonitis. The patient¿s pd nurse provided that the patient was experiencing symptoms of fever and abdominal pain. The patient was seen in the outpatient pd clinic on (B)(6) 2022 and the patient¿s pd effluent was cloudy with observable fibrin (which is known to cause drain complications in pd treatments). The nurse stated no more than 10 cc pd fluid could be aspirated (from the pd catheter).as a result, the patient was sent to the emergency room (ER) and was admitted to the hospital. While hospitalized, the patient had a pd culture obtained (on (B)(6) 2022) which had an elevated white blood cell (wbc) count and growth of the bacteria staphylococcus capitus. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the patient was transitioned to hemodialysis (date unknown) and underwent removal of the pd catheter (not a fresenius product) r on (B)(6)2022. Per the nurse, during this hospitalization a mass on the patient¿s colon was discovered and the patient remained hospitalized at the time follow-up was conducted. The patient was reportedly recovering from the peritonitis event. The nurse stated the exact cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse stated the event is suspected to be associated with a breach in aseptic technique (a well-documented cause for peritonitis in pd patients).

Manufacturer narrative:
Additional information: g.1. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. The patient was hospitalized (on 16/apr/2022) with peritonitis. The patient¿s pd nurse provided that the patient was experiencing symptoms of fever and abdominal pain. The patient was seen in the outpatient pd clinic on 16/apr/2022 and the patient¿s pd effluent was cloudy with observable fibrin (which is known to cause drain complications in pd treatments). The nurse stated no more than 10 cc pd fluid could be aspirated (from the pd catheter).as a result, the patient was sent to the emergency room (ER) and was admitted to the hospital. While hospitalized, the patient had a pd culture obtained (on 16/apr/2022) which had an elevated white blood cell (wbc) count and growth of the bacteria staphylococcus capitus. The patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the patient was transitioned to hemodialysis (date unknown) and underwent removal of the pd catheter (not a fresenius product) r on (B)(6) 2022. Per the nurse, during this hospitalization a mass on the patient¿s colon was discovered and the patient remained hospitalized at the time follow-up was conducted. The patient was reportedly recovering from the peritonitis event. The nurse stated the exact cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse stated the event is suspected to be associated with a breach in aseptic technique (a well-documented cause for peritonitis in pd patients).